Event description:
The customer reported that the fluoro images sometimes flickered, and the system seemed to have lost the synchronized signal.

Manufacturer narrative:
(B) (4). The plan to replace the parts is under negotiations with the customer.